Manufacturer narrative:
Concomitant medical products: product ID: 74002, lot# n311247, implanted: (B)(6) 2011, product type: adapter. Product ID: 3998, lot# j0546231v, implanted: (B)(6) 2005, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3487a-45, lot# j0461536v, implanted: (B)(6) 2005, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3998, lot# j0546231v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
It was reported that the patient had the implantable neurostimulator (ins) turned all the way up in order to get pain coverage. It was noted that the patient fell asleep with the system on and woke up to a feeling of intense burning at the ins pocket. It was noted that there was no visible signs of redness. It was noted that this occurred on the tuesday prior to report. It was noted that the manufacturing representative was to meet with the patient on (B)(6) 2014. It was noted that the patient was told to keep device off until appointment. Additional information received reported that the patient did not show up to the doctor¿s appointment.